Manufacturer narrative:
Patient information and event date were both requested, but customer did not respond.

Event description:
The customer reported the ventilator alarmed with blower temperature high occurrence. The customer reported the device was in use, but there was no patient harm reported.